Event description:
It was reported that during preparation of an acculink stent delivery system (sds), according to the instructions for use manual, as the technician was connecting the syringe to the device prior to flushing the device, there was a crack noise heard. Reportedly, there was a visible crack found on the neck of the flush port [hub] and with the flushing of the saline, water poured out [leaked] of the cracked area on the neck. The device was set aside and another acculink sds was used for the procedure. There was no patient involvement or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The crack in the luer was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.